Event description:
The customer reported that the pt was connected to a telemetry transmitter and monitored by the information center during a ventricular tachycardia event. No alarms at the pagers were heard. The pt expired.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.